Manufacturer narrative:
The investigation has been completed. Based on the analysis, the touchscreen could not be verified; however, the malfunction alarm was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was 350 mg/dl. Reportedly, a correction bolus was delivered to address the bg level. Customer reported that the high bgs were because of eating a meal before the malfunction occurred and was unable to bolus due to the malfunction. Additionally, the touchscreen seemed to be initially unresponsive when trying to use the touchscreen on the pump. Customer reports that at times today when pressing on the 1, the 2 will not light up unless pressing down and up on the wake button to refresh her screen. The customer reported that the pump would continue to be used for insulin therapy.